Manufacturer narrative:
Per the srt, during the startup phase of the epgs module testing there should be a yellow light present when the unit is first plugged in, but the light was green the entire time. The epgs pod was replaced. The unit operated to the manufacturer's specifications.

Event description:
Upon receipt of the device, the service repair technician (srt) reported that the electronic patient gas system (epgs) assembly module failed testing. There was no patient involvement.

Manufacturer narrative:
During laboratory evaluation, the product surveillance technician (pst) installed the electronic patient gas system (epgs) pod into a lab use only (luo) epgs. The epgs pod passed all verification/release testing. The pst did not observe any issues or visual anomalies. It was determined that the epgs pod met specification.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.